Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Pulling harder on the plunger when resistance was noted. It should be noted the perclose proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties removing the plunger; however, the suture break and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 7fr sheath after an interventional procedure to treat a chronic total occlusion in the right coronary artery. Reportedly, some resistance was felt when pulling out the plunger of the proglide device and, when pulling harder, the suture broke. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.